Event description:
The pt was revised because of loose metaglene and broken locking screw.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
Examination of the returned products by a depuy (B)(4) supplier confirmed the complaint. Although the exact root cause could not be determined, a hypothesis is a clinical problem (osseous product, prosthetics conflict). A depuy (B)(4) supplier reviewed the device history records for the metaglene and the cup and found the products conformed to the required specifications and found no manufacturing deviations or anomalies. The lot number for the glenosphere and the part and lot number for the screw were not provided. A search of the complaint database found no prior reports for the provided metaglene and cup part and lot number combinations. Based on the inability to determine a root cause, the need for corrective action was not indicated. Depuy considers the investigation closed. Should any additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.